Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. There was movement in the locking mechanism, and it required replacement of small parts due to routine use and wear. To resolve all issues, the worn off small parts were replaced and the swivel lock assembly was adjusted. A function test was also performed. Root cause - there was movement in the locking mechanism, and it required replacement of small parts due to routine use and wear. Additionally, probable root cause of the reported slippage is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during an unspecified surgery, the surgeon noticed that the patient nodded. After the operation, they looked at the loaner mayfield modified skull clamp (a1059) and found that the clamp was closed correctly, but the patient's head was movable. The patient was in the prone position. An integra sales representative checked the clamp and found no problems with the skull clamp, and especially not at the closing mechanism of the swivel lock. No patient injury or death alleged, and the event did not lead to increased surgery time.